Event description:
Edwards received notification that a valve model 7300tfx of unknown size was explanted from the mitral position after an implant duration of approximately seven years and four months due to pannus leading to stenosis. The patient presented with shortness of breath. A 7300tfx27 edwards valve was implanted in replacement without complications. The patient was noted as to be discharged on pod#3.

Manufacturer narrative:
Additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The subject device is not available for evaluation as it was discarded at the site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Images and video of the explanted valve were provided. As per imaging evaluation results, customer report of pannus and stenosis were confirmed through image and video evaluation. Pictures of the inflow aspect of the valve showed moderate host tissue (pannus) overgrowth onto the tissue of two of the leaflets. Pictures of the ouflow aspect of the valve showed heavy host tissue (pannus) overgrowth onto the tissue of all three leaflets and stent posts. One leaflet had the free margin rolled outwards. As per video provided, leaflet with rolled free margin and heavy host tissue overgrowth had restricted mobility leading to stenosis. Host fibrous (pannus) tissue growth is not a malfunction of the device. Based on the available information, the most likely cause is patient factors.

Event description:
Edwards received notification that a valve model 7300tfx27 was explanted from the mitral position of a 60 years old patient after an implant duration of seven (7) years and nine (9) months due to pannus leading to stenosis. The patient presented with shortness of breath. A 7300tfx27 edwards valve was implanted in replacement without complications. As reported, the patient was noted as to be discharged at home two weeks after the surgery.